Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mid circumflex (cx) artery. The 2.75x23mm multilink 8 stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and the proximal shaft separated. The sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 2.75x23mm multilink 8 sds was used to successfully complete the procedure. There was no additional information provided.